Event description:
Per the clinic, the patient experienced magnet dislodgements during an MRI. The patient's head was wrapped as recommended by cochlear. It was reported that the MRI kit was placed by a student doctor and was not well placed. The patient underwent a revision surgery to reposition back the magnet (date not reported). The implanted device remains.